Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The reservoir connection ring is missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring.